Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, an unspecified absolute pro stent was implanted in the circumflex artery. On (B)(6) 2020, the patient was bothered by the feeling of a ¿splinter¿. During the examination of the puncture site, the ¿splinter¿ was deemed to be the post-punctual scar. On (B)(6) 2020, the patient self-scarified the skin in the right wrist and extracted a fragment of medical device (conductor) about 15 cm in size. On an unspecified date, the wrist was examined, and hyperemia was noted with a diameter of 3-5mm. An x-ray of the right forearm was performed and determined foreign objects were no longer detected. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the self-expanding stent system (sess) may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the sess during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported separation. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided.